Event description:
It was reported that the user experienced an ¿unable to proceed¿ alert during a supply change and subsequently performed a dry run, replaced all supplies, and successfully resumed delivery, consistent with a stalled motor alarm during insulin delivery. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and uninterrupted therapy after supply replacement. Investigation included user-led troubleshooting, including removal and reinstallation of supplies and a successful dry run, with monitoring advised for recurrence. Investigation of this case revealed that the device resumed normal function after supply change, consistent with transient motor stall behavior potentially related to supply interface or occlusion that cleared with new components. It was concluded, based on established findings for similar reports, that the cause was probable transient mechanical interference or supply-related resistance, resolved by replacing consumables and reinitiating delivery.